Event description:
It was reported that the device¿s force sensor can¿t be calibrated and is out of parameters. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the left plunger case to be broken. Functional testing was able to duplicate the issue. It was determined that the broken plunger case was the root cause. The top and bottom case were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.